Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of atrial pacing. The mode was changed to vvi until it could be replaced. Testing done in the field after device replacement showed normal function.